Event description:
It was reported that the patient had a loss of therapeutic effect. It was reported that the patient had no stimulation sensation. The patient had stimulation up until two weeks ago. It was reported that the patient fell a few times and thinks the ¿machine¿ moved. The patient wanted to see if it was working. The patient reports they had four different falls in the past six months and believes something may had moved. The patient noticed now that they was getting loose bowel again. It was noted before it was good but now starting to have accidents. The patient not sure if it moved but maybe got disconnected. Two weeks ago symptoms returned. The patient felt stimulation after implant. The healthcare provider just handed the ¿box¿ and never gave instruction to tell the patient they could up stimulation or lower. It was reported that a family member ¿go stimulator on spine and told patient about programmer¿. It was reported all the patient was told was they will have it in for five years. The patient never knew they could adjust. It was reported that the patient would purchase new batteries to put in ¿remote¿ to understand the patient programmer. It was noted that the patient never knew they had a remote to use until family member told the patient about theirs for the spinal cord stimulator device. It was reported that the patient programmer would not turn on as patient had never replaced batteries and had since (B)(6) 2012. It was noted that the patient did not have the device during call.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 38 89-28, lot# va02uvj, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va02uvj, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).